Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms. Additionally, review of the electrogram (egm) noted there was loss of capture and noise. The physicians plan is to surgically abandon the lead and replace it. At this time, the ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms. Additionally, review of the electrogram (egm) noted there was loss of capture and noise. The physicians plan is to surgically abandon the lead and replace it. At this time, the ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this right atrial (ra) lead was explanted and replaced successfully. No additional adverse patient effects were reported.